Event description:
It was reported to boston scientific corporation that following implantation of an obtryx halo transobturator mid-urethral sling system during a mid-urethral sling placement, ablation, and robotic cystectomy procedure on (B)(6), 2012, the patient developed urinary retention. The patient, who is reportedly over 18 years of age, is stable and is recovering. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.